Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient information were not crossing. A technical support specialist deactivated the interface and subsequently reactivated it. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es system orders were not crossing. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The serial number, UDI and manufactures details kept blank since the given asset information found to be es vm large 2016 server w/out sql.

Event description:
It was reported by the customer that pyxis medstation es system orders were not crossing. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.